Manufacturer narrative:
One pacing catheter with attached monoject limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found that a short condition occurred between the ventricular proximal and distal electrodes. Bonding separation was found at the ventricular proximal electrode. Catheter cut down revealed that blood leakage occurred in the wire lumen between the ventricular proximal and distal electrode from the bond separation part. The blood leakage could cause a short condition at the electrodes. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed on the returned syringe. Continuity testing was done by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related and other electrodes. Resistance was measured with a digital multimeter. The catheter was cut down between ventricular proximal and distal electrodes. The wire box was cut open to see the condition of the lead wires. The balloon inflation test was performed using the returned syringe by holding the balloon under water. Visual examinations were performed under 10x magnification. The customer report of pacing difficulty was confirmed during the evaluation. The defect was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that pacing difficulty was observed during use. It was not reported whether there was complete failure to pace or if a specific difficulty was observed. There were no patient complications reported.